Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as an alarm 41 was present during inspection due to a faulty circulation pump. The circulation pump was replaced. The mixing pump was replaced preventatively. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 41 (low internal flow) occurred during inspection in an arctic sun device. Per review of wo on 09aug2023, there was no patient involved. Per follow up information received via email on 10aug2023, the device was under investigation.

Event description:
It was reported that alarm 41 (low internal flow) occurred during inspection in an arctic sun device. Per review of wo on 09aug2023, there was no patient involved. Per follow up information received via email on 10aug2023, the device was under investigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.